Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead was found to be not capturing. The lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: updated for clarity. Correction to d4: device model and serial number updated. Correction to h6: patient codes and impact codes updated to reflect reported dizziness and f1001/absence of treatment. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to an out-of-range pace impedance measurement and this right atrial (ra) lead exhibited loss of capture (loc). In addition, rv lead fracture was suspected. The patient experienced dizziness, it was unclear whether asystole had occurred. The ra and rv leads were surgically abandoned and replaced. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information received reported that elevated right ventricular (rv) lead pace impedance measurements had been verified via pacing system analyzer (psa) during lead revision. A temporary pacing wire was placed during the procedure because the patient was rv dependent. Header to lead connections were fine, however they were unable to visually confirm the suspected rv lead fracture. It was noted that the revised right atrial (ra) lead was old. No additional adverse patient effects were reported.